Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had unexplained high blood glucose. Customer's blood glucose was 225 mg/dl at the time of incident. Customer stated they attempted to treat their blood glucose with a 2.1 unit bolus. The customer reported no leaks were present on the insulin pump, but there were persistent air bubbles present in the reservoir. Customer's blood glucose was 203 mg/dl at the time of the call. The customer declined to troubleshoot any further. The reservoir will not be returned for analysis.